Manufacturer narrative:
The device was not returned to mmdg for evaluation of the free flow complaint. Because the pump has not been made available to mmdg, no investigation has been possible. Mmdg also did make multiple attempts to follow up with the initial reporter, but no other information was provided to mmdg. If any other information does become available, this report will be updated at that time.

Event description:
The initial reporter stated that "the pump free flowed and over delivered." Mmdg made several attempts to follow up for additional information. However, the only information made available to mmdg was that the patient was given narcan and transferred into the ICU. No other information has been made available. (B)(4).